Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. As of today, the technical services (ts) analysis is pending. The device replacement was scheduled. No additional patient effects were reported. The device remains in service.